Manufacturer narrative:
The actual date of event is unknown. The reported issue that the device had a broken upper hinge post could not be confirmed. The root cause for the reported issue that the device had a broken upper hinge post was not determined. No further investigation of this issue is possible at this time, and no patient impact was reported. Device was not returned to manufacturing facility.

Event description:
It was reported a device issue involving a broken upper hinge post, lower hinge post, or membrane frame. It was noted that the devices were remediated on site. There was no patient involvement.